Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited a ventricular lead impedance greater than 2500 ohms in bipolar mode. In unipolar mode the ventricular lead impedance was normal.